Event description:
Pt reports ms3 pump problem (sn (B)(4)). Pt reports that battery was getting drained after only 24 hours. This recurred with a total of 3 different batteries, in each instance pt was able to switch to 2nd pump without any interruption in therapy or adverse medical event. "Did the product issue cause or contribute to pt or clinical injury: no."